Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: during investigation, the keypad button cover was found to be intact; no damage or peeling was observed. During testing, all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and contamination was found under the all button contacts. Unrelated to the complaint, investigation revealed the following issues: the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.